Manufacturer narrative:
Correction: remove code (B)(4).

Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not allow the customer to get past the fill tubing step and customer would make multiple attempts to fill tubing until it is able to complete the load and resume insulin. Customer stated the cartridge was filled with 350+u. Tandem technical support educated customer on proper fill amounts to avoid insulin volume errors. Customer blood glucose was not impacted.